Event description:
It was reported that the patient presented in clinic for implantable cardioverter defibrillator (ICD) revision due to discomfort from interaction of the shoulder with the ICD. The ICD was explanted and replaced at a different location. Patient had no consequences, and was discharged home.

Manufacturer narrative:
Interrogation of the device revealed the device was at elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.